Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Summary of event: as reported, during an angioplasty in the leg, an advance 18 lp low profile balloon catheter ruptured with a circumferential tear. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), specifications, and quality control procedures was conducted during the investigation. A visual inspection of the complaint device was also conducted. The complainant returned one advance 18lp low profile balloon catheter to cook for investigation. Physical evaluation of the returned device revealed that the balloon was separated from the catheter. Both marker bands were present inside the balloon. A document-based investigation evaluation was performed. One relevant nonconformance was noted; however, the affected product was scrapped. The lot was 100% inspected. There have been no additional complaints on this lot. The device label provides operation parameters for the balloon. A pta4-18-80-5-8 lists 8 atm/bar as the nominal operating pressure and 14 atm/bar as the rated burst pressure. The product IFU warns, ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ the IFU instructs the user to inspect the product up on removal from the package and states, ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ the information provided upon review of complaint file, DHR, dmr, and IFU provides objective evidence to support that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that this event was the result of a component failure unrelated to the design or manufacturing of the device. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter name and address: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angioplasty in the leg, an advance 18 lp low profile balloon catheter ruptured with a circumferential tear. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional patient and event information has been requested.